Event description:
Boston scientific crm received information that this product was part of a patient infection. The device remains in service to date as this is an elderly patient and a very risky surgery.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this event will be updated as necessary.